Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm force bipolar instrument to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 0.7150" x 0.2145" was found to be broken off. The broken piece was not returned and missing. This caused the conductor wire to be exposed . Component adjacent to this broken grip do not show damage. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire exposed as a result of completely broken and missing grip tip. Electrical continuity was not performed as one jaw is missing. No signs of thermal damage we observed. Components adjacent to the broken wire show damage. One of the jaws are broken and missing.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was identified having frayed wires before cleaning procedure.